Manufacturer narrative:
The reported event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp y-type microbore catheter extension set separated at the y-junction during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual device was received for evaluation; along with one companion sample. The companion sample was received with non-baxter white clamp attached. During visual inspection of both devices, the small bore two piece luer lock was observed separated from and the tubing in both received samples. Further testing was not performed due to the condition of the samples received. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.